Event description:
It was reported that the patient experienced the pump will not pump with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.